Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01279. This report is being submitted as additional information. Approximate age of device - 7 months, 1 day (calculated from date of manufacture). Manufacturer's investigation conclusion: the evaluation of the returned modular cable revealed areas of corrosion surrounding of pins of the in-line connector. This could have contributed to the report of driveline communication fault alarms, which were confirmed through the evaluation of the submitted log files. The evaluation of the log files from the controller prior to the exchange revealed a comm b fault on (B)(6) 2018. This fault resulted in a persistent driveline communication fault alarm beginning. The driveline appeared to have been disconnected and the system controller was promptly powered down. The evaluation of the log files from the controller after the exchange revealed no alarms. The pump appeared to have functioned as intended following the system controller exchange. It was later reported that the communication fault alarms reoccurred on (B)(6) 2018. This fault resulted in a persistent driveline communication fault alarm. The exchanged heartmate 3 modular cable was returned in a lightly used condition. Examination of the in-line connector revealed corrosion surrounding all 6 connector pins. Further corrosion was also noted on the pins of the power a, power b, ground a, and ground b lines. This corrosion appears to be the result of the in-line connector coming in contact with fluid. The o-rings within the in-line connector were intact and free from damage. Continuity testing of the modular cable did not reveal any discontinuities or wire-to-wire shorts. The modular cable was connected to a test hm 3 system on a mock circulatory loop and ran for approximately 29 hours. No driveline communication fault alarms were produced during functional testing, and a set of log files were downloaded for evaluation. The evaluation of these log files did not reveal any driveline communication fault alarms or communication fault flags during the test period the modular cable¿s outer layers were removed to examine the underlying wires. Visual inspection of the underlying wires did not reveal any evidence of damage to the conductors. The patient remains ongoing using the new modular cable and no further related issues have been reported at this time. The heartmate 3 lvas patient handbook lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. The heartmate 3 lvas IFU describes how to replace the modular cable and warns to keep connectors clean and dry and away from water or liquid. Both of these documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient been having communication fault alarm. The patient was instructed to switch to backup system controller and no further alarms reoccurred. The patient presented to the clinic for device interrogation. The customer submitted the log file. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and observed a comm b fault on (B)(6) 2018 at 18:44:17 and was then disconnected at 18:44:19 and changed over to the backup controller. There have been no further comm b fault alarms. The issue seems to have been an issue with the controller. On (B)(6) 2018, it was reported that the patient presented to the clinic due to a driveline comm fault alarm. Log files were submitted for review and it was confirmed a driveline comm fault alarms were captured on (B)(6) 2018 beginning at 11:19:15 to the end of the log file. A modular cable replacement maybe required in order to potentially resolve the issue. It was advised to continue to monitor the patient and re-submit the log files for further review. The lvad clinician reported that the modular cable was exchanged by connecting new modular cable to the patient¿s backup controller. The exchange was made without incident. The driveline comm fault did not return. No additional information was provided.